Manufacturer narrative:
(B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
UDI code not available for this device. Conclusion: device investigation shows micro-leaks at the housing braze joint. This leads to the conclusion that the device electronics failed over time after humidity ingress through these micro-leaks. The problems described in the patient report seem to match this finding. This is a final report.

Event description:
It was reported that the patient has access to sound with the concerned device but perceives an intermittent background noise that sometimes disappears for some minutes if the external coil is moved.

Event description:
It was reported that the patient has access to sound with the concerned device but perceives an intermittent background noise, that sometimes disappears for some minutes if the external coil is moved. Re-implantation is considered, a surgery date has not been stipulated so far.